Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable or difficult to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when priming. Stated, sometimes it takes 2 to 3 pen needles before it works. Stated, primes 2 units. Lot: 0070074. Catalog: 320555. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable or difficult to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when priming. Stated, sometimes it takes 2 to 3 pen needles before it works. Stated, primes 2 units. Lot: 0070074, catalog: 320555, date of event: unknown.